Event description:
It was reported to nellcor puritan bennett in 2005 that an easy cap ii co2 detector was used to confirm endotracheal tube placement and did not change color. The patient was re-intubated, and the easy cap ii still did not change color. The patient was reintubated the third time, a different easy cap ii was used and the easy cap ii did change color. The endotracheal tube placement was verified by using a fiber optic scope.